Manufacturer narrative:
Device evaluation of electrode belt (B)(4) is underway. The reported problem (does not acquire an ECG signal) was confirmed. As received, the belt failed the ECG fall-off test. Root cause investigation is underway. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor contacted zoll to report that a patient's electrode belt was unable to acquire an ECG signal.

Event description:
A us distributor contacted zoll to report that a patient's electrode belt was unable to acquire an ECG signal.

Manufacturer narrative:
Additional information / device evaluation 10/17/2018. Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (does not acquire an ECG signal) was confirmed. As received, the belt failed the ECG fall-off test. The root cause of the inability to acquire an ECG signal and the fall-off test failure could not be determined due to extensive damage to the distribution node (dn) pca during troubleshooting. Device evaluation of electrode belt sn (B)(4) is underway. The reported problem (does not acquire an ECG signal) was confirmed. As received, the belt failed the ECG fall-off test. Root cause investigation is underway. No adverse event resulted from the defective electrode belt.